Event description:
It was reported that the as lvp 20d 3ss 0.2m cv tubing in the pump chamber was found collapsed and blocked fluid from flowing through. The following information was provided by the initial reporter: "this rn in room to observe bedside rn line access and tpn channel was alarming occlusion. This rn flushed pt's PICC line with saline without difficulty, straightened out pt's arm and tubing without success. Then I removed the tubing from the alaris pump chamber and noticed the tubing was collapsed and this was why the tpn infusion was beeping occlusion. Tpn turned off and dr. Notified that pt's tpn tubing was malfunctioning and tpn couldn't be utilized for the remainder of the bag contents and needed and ivf order. Pt's blood sugar was checked 40 mins after tpn was turned off d/t high dextrose content. Sister at bedside and she was notified as well."

Manufacturer narrative:
H6: investigation summary one sample (model #2432-0007) was returned for investigation. It was reported by the customer that the tubing from the alaris pump chamber was collapsed and as a result the tpn infusion was beeping occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime in a reasonable amount of time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv tubing in the pump chamber was found collapsed and blocked fluid from flowing through. The following information was provided by the initial reporter: "this rn in room to observe bedside rn line access and tpn channel was alarming occlusion. This rn flushed pt's PICC line with saline without difficulty, straightened out pt's arm and tubing without success. Then I removed the tubing from the alaris pump chamber and noticed the tubing was collapsed and this was why the tpn infusion was beeping occlusion. Tpn turned off and dr. Notified that pt's tpn tubing was malfunctioning and tpn couldn't be utilized for the remainder of the bag contents and needed and ivf order. Pt's blood sugar was checked 40 mins after tpn was turned off d/t high dextrose content. Sister at bedside and she was notified as well."